Event description:
A rep reported that the surgeon had an open posterior capsule during phacoemulsification. An anterior vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The MFR internal reference number is: (B)(4).